Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported there was no infection. The patient first had a large hematoma after decompression. His wound dehisced on (B)(6) 2013 and the pump was removed to prevent infection. Morphine was instilled, but never used. Perioperative antibiotics were administered. The last refill was on (B)(6) 2012 at implant. There was also drainage. There was a presumed infection due to the device pocket being exposed to air. A culture was obtained from the device pocket, but the organism cultured was unknown. The patient was given intravenous antibiotics after first being given oral antibiotics and had a total device system explant. The infection resolved and there was no drug withdrawal. The patient had the following risk factors before the implantation of the device: diabetes, debilitated status, post-operative wound or skin contamination, and malnutrition/extremely thin. It was also noted there was difficulty removing the intrathecal catheter. The catheter came out of the patient without breaking.

Event description:
It was reported, the pump was "exposing itself" through the pocket. The health care provider (hcp) planned to explant the pump but leave the catheter implanted. It was reported, the hcp was concerned about the potential for infection and the plan was to "go back in once they are sure there is not an infection risk and let it heal, then remove the proximal section of the catheter, implant a new pump on the other side of the body and proximal section, and leave the intrathecal part." It was later reported, the hcp was trying to remove the catheter due to infection and "it would not back out." All of the anchors and sutures had been removed but they were "tugging and tugging and it was staying put." It was later reported, the device system was used to deliver morphine. It was reported, the patient developed an infection at the pump site "after the surgery." It was noted to be a "small infection" that was confirmed with culture. The results of the culture were not provided per the reporter. The reporter noted, the pocket wasn't healing and "it looked infected." The battery and catheter were reported to have been removed because "the patient had been high risk in the past." It was noted, the hcp felt that the infection had nothing to do with the pump and catheter. System replacement had not yet been scheduled. The patient was on bactrim three times a day and seemed to be doing well, according to the reporter. It was also reported, "high risk patient who got pneumonia as well after initial implant and stayed in hospital for few days." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).